Event description:
Device malfunction: partial stent deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a carotid artery stenting procedure, during attempted stent deployment at the target lesion, the rx acculink stent only partially deployed by 5% and the stent could not be deployed further. Resistance was felt and the handle could not be pulled back completely. An unsuccessful attempt was made to pull the stent back into the stent delivery system; therefore, "the stent was pulled into the sheath" and was removed from the body. The procedure was completed using another rx acculink stent without difficulty. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned. It has not yet been received.